Event description:
It was reported that there was a speaker malfunction. It is unknown if the device was in clinical use at time of event. No, there was no adverse event reported.

Manufacturer narrative:
Initial reporter phone number (B)(6). Device evaluated by MFR: a follow up report will be submitted once the investigation is complete.

Event description:
It was reported that there was a speaker malfunction. It is unknown if the device was in clinical use at time of event. No, there was no adverse event reported.